Manufacturer narrative:
Concomitant medical products: product ID: 3389-40, lot# j0406024v, implanted: (B)(6) 2004, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that no other fractures were noted besides the extension. It was unknown when the impedances occurred, if stimulation was felt, or if the patient was receiving effective therapy.

Event description:
Additional information received reported the patient was having the left extension replaced on the day of this report. The extension had a fracture that was visualized on x-ray. When the implantable neurostimulator (ins) pocket was opened the healthcare professional (hcp) saw the extension had multiple twists from the ins flipping. The twists went all the way up to the lead/extension connection. The hcp was able to flip the ins ¿pretty easily.¿ after replacing the extension, impedances were measured and c0, c1, 01, 02, 03, 12, and 13 were high. C0, 01, 02, and 03 were measured to be 40,000 ohms. Impedance of c1 was measured to be 18,773 ohms, 12 to be 19,117 ohms, and 13 to be 19,234 ohms. The patient had previously been programmed with electrodes zero and three. The manufacturing representative stated they would attempt to reprogram the patient for therapy benefit and if they were unable to get therapeutic benefit then they would consider replacing the lead.

Event description:
It was reported that an x-ray showed a visible fracture of the patient¿s extension and there were open circuit on all electrodes. The patient¿s left extension was to be replaced on (B)(6) 2014. No symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.